Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery failed to calibrate. After performing battery calibration, a message appears stating that calibration is recommended. There was no reported patient involvement.